Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and magnetic sensor functionality test of the returned device were performed. Visual inspection revealed a hole in the pebax and that the shaft was bent. The device was connected to the carto 3 system and it was recognized and visualized correctly. No issues or errors were observed. A manufacturing record evaluation was performed for the finished device number lot 31559924l and no internal actions related to the complaint were found during the review. The broken pebax could be related to the magnetic sensor error reported by the customer, the complaint was confirmed. The potential cause of the broken pebax and shaft bent could be related to the manipulation of the device during the procedure, however, this could not be conclusively determined. The instruction for use (IFU) of the device contain the following recommendations: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, a magnetic sensor error occurred a few minutes after connection the qdot. The qdot micro catheter was replaced with another new one. The procedure was completed without patient's consequence.